Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with pump reset information and was assisted in resetting the pump, which resolved the issue, and was advised to contact support if the malfunction recurs.